Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6984m, adaptor, 2002-(B)(6); 672625, adaptor, 2002-(B)(6); d154awg, implantable cardioverter defibrillator, 2009-(B)(6); 6940-52, implantable tachy lead, 1998-(B)(6); 6984m, adaptor, 2002-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.